Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted. On the previous initial submission (2954323-2023-30932) section(s) h4 - device mfg date, h6 - adverse event problem - type of investigation/investigation findings/investigation conclusions, h10 - additional mfg narrative were incorrectly documented.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified sensor scan results when compared to unspecified readings obtained on an unspecified device. As a result, customer experienced a loss of consciousness and was able to self-treat with "insulin novarapid (dose unspecified), and levemir for the night." There was no report of death or permanent impairment associated with this event.